Event description:
It was reported that the patient had coupling and recharging issues with their neurostimulator. She was able to recharge 3 days ago but now had coupling issues. They used to be able to get 6 to 8 coupling bars on their recharger but now only get to 0 bars. X-rays taken showed that the device had flipped in the pocket. The patient was scheduled to met with her physician and have the device "manually" flipped back. If unsuccessful, it was indicated that surgery may be needed to flip the device back again. Additional information was requested.

Manufacturer narrative:
(B)(4).